Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The lot number was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that vessel spasm occurred during use of a 5x33 embotrap ii (et009533/unknown lot number) revascularization device in a mechanical thrombectomy procedure. It was stated that there was no problem with the prognosis of the patient. No further information was provided at the time of complaint initiation. The device is not available for analysis. The lot number is not known; therefore, a device history record review cannot be completed. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Since the vasospasm was reported as intraprocedural finding and the severity of the event is unknown, the event meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
A report from the field indicated that vessel spasm occurred during use of a 5x33 embotrap ii (et009533/unknown lot number) revascularization device in a mechanical thrombectomy procedure. It was stated that there was no problem with the prognosis of the patient. No further information was provided at the time of complaint initiation.